Event description:
The pump was returned for investigation. Investigation revealed unresponsive keypad buttons and audio bolus button. There was contamination found under the down arrow and contrast keypad buttons. Evaluation revealed a cracked pump case and moisture contamination on internal components of the pump. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 10/30/2013.

Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 10/30/2013 with the following findings: evaluation revealed that the keypad and audio bolus buttons were intact with no physical damage observed. The keypad buttons and audio bolus button were found to be unresponsive. The keypad was removed and contamination was found under the down arrow and contrast buttons. During investigation, the pump¿s history and black box were not able to be downloaded. The pump booted on with no vibration function. Moisture was observed on the display screen inside the pump. A leak in the pump was found due to a crack between the display lens and the pump case. Additional testing was unable to be performed due to moisture in the pump. The pump¿s case was removed and moisture corrosion was found to the internal components of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).